Event description:
Customer reported the saw unlocks during use due to vibrations. This is 1 of 1 report for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the device attachment came off and was loose. The device was repaired and returned to customer on (B)(4) 2012. Placeholder.